Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant because was not achieved adequate torque for primary stability (10ncm). The installation region was 23, the patient presented insufficient bone quality quantity (bone type IV) and immediate implant procedure was performed.